Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us,list number 190-000.

Event description:
The customer reported a conflicting result with the ID now covid-19 for performed on (B)(6) 2022. Per customer, patient has moderate symptoms and fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m180239 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m180239 and test base part number 190-430 / lot m180239. Quality control release testing met specifications and there were no conflicting results observed. The current overall incident rate for false negative patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.